Event description:
It was reported that non sustained right ventricular oversensing episodes determined to be due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during, and after programming and was to continue being monitored at the hospital.